Event description:
The customer reported that she is at the emergency room waiting to see the doctor due to her diabetes ketoacidosis. Advised the customer to call us back to inform what the doctor said and to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.